Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery and high blood glucose but not hospitalized. Customer's blood glucose was 322 mg/dl. The customer explained the cause of high blood glucose due to miscalculating and no delivery issue due to her battery not being changed quickly enough. Customer declined helpline assistance and reported the incident for documentation only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.